Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27sep2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a battery failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 11oct2018. Date of manufacturer: 10oct2018. Philip's international service technician confirmed the reported issue. Philip's international service technician replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service.